Event description:
As reported by the edwards clinical specialist (fcs), during the transfemoral tavr procedure, a 26mm sapien valve was prepped and positioned 50:50 within the native annulus, however, pacing capture was lost during deployment and the valve shifted and deployed in a 90:10 aortic position. A decision was made to implant a second valve. A second 26mm sapien valve was prepped and deployed successfully in a more ventricular position within the first valve. The sheath was removed and the access site was surgically closed. The patient was noted to have been transferred to the ICU in stable condition. Per report, after the case, the physician and the fcs were able to discuss the case and attributed the too aortic deployment to the loss of capture. In addition, it was indicated that the patient¿s aortic valve and root were moderately calcified and the patient did not have ventricular septal hypertrophy. Additionally, the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good and the balloon inflation was held for more than 3 seconds during deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, without imaging the root cause of the event cannot be confirmed; however, it is likely that a combination of patient and procedural factors may have caused or contributed to this event. As reported, the physician assessed the cause of the event to the loss of pacing capture during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.